Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400mg/dl and that an alarm for change/bad sensor was received. Troubleshooting could not be continued since customer had already removed the sensor. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The sensor will not be returned for analysis.